Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation for false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends identified for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing determined that the specificity performance is not negatively impacted. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Labeling review determined the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 15730ui02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a (B)(6) year old female patient with a clinical diagnosis of female infertility. The following data was provided (reference range: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive): initial result = 32.72 miu/ml (positive), repeat result = < 1.2, < 1.2 miu/ml (negative) there was no impact to patient management reported.